Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: precision spectra. Upn: m365sc11320. Model: sc-1132. Serial: (B)(6). Batch: 21130460.

Event description:
It was reported that the spinal cord stimulation paddle lead migrated and the patient experienced intense overstimulation, pain, and a series of complications. The patient underwent a system explant procedure. The devices were disposed of by the medical facility.